Event description:
The biomedical engineer (bme) reported that the v60 ventilator had a touchscreen that was out of calibration. The device was not in clinical use when the issue occurred. No patient impact and/or harm reported. During troubleshooting, the remote service engineer (rse) reported that the customer's issue was replicated. The rse noted that the issue was determined performing a touchscreen calibration. In addition, the customer reported that the calibration was performed "weeks ago," and the device would fail again. The customer was advised to replace the touchscreen. The customer was provided with the part number for replacement. Final investigation and disposition are pending.

Manufacturer narrative:
A follow up was performed with the customer, and it was reported that the touchscreen was replaced to resolve the issue. The device was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. A conclusion/root cause cannot be provided at this time, as the suspected part was not returned for further analysis. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes.